Manufacturer narrative:
The device referenced in this report was not returned to shockwave medical, inc. Therefore, a physical examination cannot be performed. The cause of the detachment could not be definitively determined based on the information available. Shockwave medical has controls in place to ensure devices are built to approved procedures and meet lot release acceptance criteria prior to being distributed. A review of the manufacturing and test documentation for subject lot does not reveal any issues with the manufacturing of the device. The device passed all of shockwave medical, inc. Acceptance criteria prior to shipping.

Event description:
A shockwave l6 peripheral intravascular lithotripsy (ivl) catheter was used to treat a lesion in the superficial femoral artery. Three hundred ivl pulses were delivered and the treatment was completed. While withdrawing the device through a 7f cook ansel sheath after crossing the aorta, the balloon separated from the emitters at the hub of the blue strain relief. The outer clear plastic sheath sheared off completely at its attachment site. A part of the detached portion remained in the patient while approximately 5 cm protruded from the sheath. There was no fragment that migrated freely into the patient. The emitters and main catheter shaft were retrieved first; the balloon was then removed separately from the sheath and retrieved. No patient harm was reported.

Manufacturer narrative:
The device referenced in this report has not yet been received at shockwave medical, inc. Therefore, a physical examination has not been performed. Evaluation of the subject device is anticipated but has not yet begun. After the device is received and investigation is completed, a supplemental report will be submitted.

Manufacturer narrative:
The subject device was returned for investigation and inspected. The reported failure of detachment was confirmed. The returned catheter was found to be damaged and detached at the inner member and outer shaft. Per the reported information, the detachment of the device occurred while removing the device from the patient. It is possible that the balloon was not fully deflated and therefore made it difficult to withdraw through the sheath. However, this cannot be fully confirmed. There were a series of kinks on the inner lumen and a kink noted on the outer shaft. The cause of the kinks is unknown. The product instructions for use (IFU) contain the following relevant statements: do not advance or retract the catheter unless the balloon is fully deflated under vacuum. If resistance is met during manipulation, determine the cause of the resistance before proceeding. Do not use excessive force/torque when using this device as this could result in damage to the device components and patient injury.